Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
The experienced senior surgeon have his 4th rod break. This time it is with expedium poly screw system and a tan (titanium) rod. Tan because he did not feel comfortable that he had 3 cocro rods in 3 different cases breaking. The patient has been operated 6 week before control visit (B)(6) 2017.

Manufacturer narrative:
Two (2) rod, 300mm were returned for evaluation. An analysis was performed to investigate the fracture of an expedium 5.5 ti rod (product code: 179762300, lot code: bdi1xs5). Additionally, returned for analysis was a second expedium 5.5 ti rod (product code: 179762300, lot code: bdj49tc). An image of both rods may be seen in fracture analysis report. Both rods had been cut from their original manufactured length of 300mm. The cut surfaces were consistent with the use of a surgical rod cutter. The fractured surfaces of rod lot bdi1xs5 are also indicated in fracture analysis report. The images exhibit two surface morphologies, a smooth region and a grainy/rough region with progression lines which are indicative of fatigue failure. The smooth shiny areas are indicative of two surfaces rubbing against one another post-fracture. The image reveals evident of fatigue striations/progression lines that extend across the surface towards the potential crack termination site. The post fracture wear may have obscured additional striation marks. ¿certificate of conformity¿ of both the reported lots bdi1xs5 and bdj49tc were checked to confirm that the rods were inspected per the standards and meet all the certification requirements. Also, no material defects or other abnormalities were observed in the fracture analysis. No emerging trends were found requiring further actions. A definitive root cause for the rod, 300mm (product code: 1797-12-300) being broken post-operatively cannot be determined. However, fracture analysis suggests that the evidence of fatigue striations/progression lines that extend across the surface towards the potential crack termination site and the post fracture wear may have obscured additional striation marks. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.